Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the mid left anterior descending artery. The physician advanced the 2.5x15mm maverick2 balloon catheter to the lesion and on the first inflation, inflated the balloon to 3 atms, and it rapidly filled with blood. The device was removed intact and a balloon rupture was confirmed. There were no patient complications. The procedure was successfully completed with another 2.5x15mm maverick2 balloon catheter, and the deployment and post dilation of a 3.5x13mm non-bsc stent. Patient status is reported as "good".